Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported good spo2 pleth, patient spo2 numeric reading >93% no alarming conditions noted however patient looked cyanotic (blue) showing signs of reduced oxygenation however monitor did not reflect the patients clinical picture. No patient impact or consequences were reported.